Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During repair of a lesion located in the left external iliac artery, the balloon of the stent delivery system (sds) ruptured during stent placement. The balloon was removed, but the stent remained at the lesion, unsuccessfully expanded, and "dog-bone" shaped in the lesion. The physician attempted to snare the stent, but the snare catheter became tangled in the struts of the stent and broke. Therefore, another snare catheter (basket-typed snare, detail unknown) was used to retrieve the stent. This time the stent was able to be dragged toward sheath introducer, and finally removed by making small incision to the skin. No fragments of any of the products remained in the patient's body. There was some dissection caused by the actions to remove the stent. This dissection will be treated by in near future. The patient is male, age unknown. There was no calcification, heavy vessel tortuosity and a 75% stenosis was present.